Manufacturer narrative:
(B)(4). Per the instructions for use, valve malposition is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or severely/bulky calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition, bav may provide indication of potential balloon movement during valve deployment. In this case, a patient factor (severe lvot calcification) was reported to cause the malposition of the valve. The subsequent pvl was a result of the malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the sapien xt valve was deployed in a canted position, resulting in moderate pvl. A second valve was deployed. The patient was noted to have severe lvot calcification measuring 7.7mm in width. Bav was performed with a 20x4.5 true balloon. The nf+ delivery system was inserted and the valve was aligned in the descending aorta. The delivery system was advanced across the arch and across the native aortic valve easily and positioned 50/50 within the annulus. The valve was deployed under rvp at 180 bpm. Final valve positioned was canted, 50/50 on the left and 30 aortic/70 ventricular on the right. The valve appeared to push off the severe lvot calcification and canted towards the end of deployment. Moderate pvl was seen on both echo and angio. A post -dilation with an additional cc (23cc) in the delivery system was performed. No change in pvl was observed. The delivery system was removed and a second valve and delivery system were opened and prepped. A second delivery system was inserted and the valve was aligned in the descending aorta without issue. The delivery system was advanced over the aortic arch and across the first thv, 20% above the first valve. The second valve was deployed sitting 20% above the first valve and not canted. Trace to mild pvl was observed on echo and angio, significant improvement. The delivery system was removed without issue. The native aortic annular diameter was 23mm x 27mm by CT with an area of 497mm². The aortic valve/leaflets and lvot were severely calcified. Both the image intensifier angle and the coaxial alignment of the valve and delivery system were described as good, ventilation was held and there was no loss of pacing capture during deployment.